Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and could not reproduce the event in the reported problem areas of the pipette assembly. A collet (tip clamp) was replaced. The instrument was inspected, tested without further problem, and returned to svc.